Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4473, boston scientific lead, implanted: (B)(6) 2010; 4474, boston scientific lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture at maximum outputs. The patient became bradycardic and hypotensive. The lead was explanted and replaced. No patient complications have been reported as a result of this event.